Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulsed field ablation procedure, the sheath flush port was observed to be kinked when removed from the package. It was then reported that during aspiration with a syringe, excessive microbubbles were present and it was difficult to clear the bubbles. The issue persisted every time a catheter was exchanged through the sheath. Despite the issue, the case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the 10fcc13 sheath with lot number 0012289352 was returned and analyzed. Visual inspection of the handle area was performed and a kink was identified at the side port tube. The dilator was not returned. Visual inspection of the shaft was performed. The shaft had no kink and the tip of the sheath and was intact with no anomaly. The steering mechanism and deflection test were performed. No anomaly was discovered. The shaft rotated with ease in both directions and reached expected values. The lab test dilator was inserted into the sheath and retracted several times, without any friction. The test dilator was snap-locked to the sheath and was tight. Visual inspection and magnifying with a high-resolution microscope showed the valve housing was intact without any issue. The performance test with the sentinel blackbelt leak tester was performed. The pressure test with 45 pounds per square inch gauge (psig) showed the pressure decay in the device was 0.10950 psig and in an acceptable range. The vacuum test with a negative pressure of 8.5 psig showed the pressure decay in the device was 0.01401 psig and in an acceptable range. In conclusion, the reported "microbubbles on side tube" and "air ingress" issues were not confirmed, and there was no leak on the entire sheath. A kink was observed on the side port tube, but was considered within specification. The sheath passed the returned product inspection as per specification. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.